Event description:
It was reported that the customer had a keypad anomaly and damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that buttons esc/act/b button/up and down arrow are not working properly and the insulin pump is physically damage. The customer was advised that the he was oow he would qualify for cot pump however he said that he don't want that. The customer was transferred to help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.